Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow up report will be submitted when analysis is complete.

Event description:
It was reported that the event occurred pre-op. It was noted that a power on reset occurred (por). It was noted that the por was not successfully cleared. It was noted that the device was not implanted. It was reported that the manufacturing representative received the implantable neurostimulator (ins) on the day prior to report. It was noted that on the night prior to report upon attempting to recharge the recharger telemetry failed on the first two attempts and then telemetry was established on the third attempt. It was noted that when telemetry was established a por message appeared on the recharger screen. It was noted that the reporter pushed the green button, on the recharger, to see if it would recharger. It was noted that it went into a regular recharging session and charged until the full battery icon appeared on the screen. It was noted on the morning on report the reporter attempted to initiate a recharging session. It was noted that the first telemetry attempt failed and the second telemetry attempt produced a por screen. It was noted that no further attempts were made.